Event description:
On (B)(6) 2007, an ams in-fast sling was implanted. Plaintiff's attorney has alleged that plaintiff "has suffered/will continue to suffer pain, suffering, disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities," and other damages.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.